Manufacturer narrative:
The instrument was returned to MFR for eval. Instrument was inspected macroscopically and it is evident a prong is missing. Instrument was reviewed under the microscope and there is no evidence as to what led to the failure. Instrument was sent to metrology lab and the remained part is made to print and the correct material was used. Cause of failure is unk at this time, however, similar failures have occurred when the instrument is misused or damaged during cleaning. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that during an l4-s1 tlif, while the doctor was putting an interbody device to l5/s1, the "tip" of the prong on the inserter broke off. The broken piece remained attached to the device and left inside the patient. No other patient complications were reported.